Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. The customer's blood glucose level was 24 mmol/l. The customer reported that yesterday they woke up with the insulin pump being turned off since about 8 hours. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.